Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient wound did not heal properly, which resulted in a infection forming at the ipg site. Surgical intervention occurred and the ipg was relocated. The infection has since resolved.

Manufacturer narrative:
D4: update model number, serial number, lot number, expiration date, and udid6a: update implant date.